Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, 50 mg/ml concentration at 31.993 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that actual reservoir volume was less than expected reservoir volume (erv). Volume discrepancy was reported but volumes were unknown- arv: 0ml. The hcp reported the managing hcp was not able to withdraw anything from the reservoir last week. The hcp stated he did not know but according to the logs today there should be 26.5 ml left. The hcp stated they did not fill up the pump last week because the hcp was afraid that would give patient a bolus and potentially overdose the patient. The hcp stated the patient had a magnetic resonance imaging (MRI) today to check the pump. Reason for call today was the hcp wanted to know if the pump logs would give additional information if there was a pump issue. The hcp stated there were no anomalies with the logs. The hcp was seeing the motor stall occurred message and motor stall recovery occurred message today due to the MRI. The hcp was filling in for the patient's managing hcp so he did not actually manage this patient. Patient had increase in pain. No further complications were reported.